Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had alleged possible pump under delivery. Customer¿s blood glucose level were 11.3 mmol/l and 17 mmol/l. Customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode feature. Customer declined to test insulin pump. The device will not be returned for analysis.